Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one guidewire was returned for evaluation. Although two bends were noted to the guidewire, no kinking of the coils was observed. Therefore, the investigation is unconfirmed for the reported kinked guidewire and confirmed for bent guidewire. It is likely that the identified bends were perceived and reported as kinks. However, the definitive root cause for the bends in the guidewire could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Potential contributing factors include excessive force during packaging, storage, handling or manipulation of the guidewire. Labeling review: this IFU warns: do not use the catheter if there is any evidence of mechanical damage or leaking. Accessories and used in conjunction with this device should incorporate luer lock connectors. Avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edge atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire. Prior to beginning placement procedure, do the following: examine package carefully before opening to confirm its integrity and that the expiration date has not passed. The device is supplied in a double sterile package and is non-pyrogenic. Do not use if package is damaged, opened or the expiration date has passed. (Product is) sterilized by ethylene oxide. Do not resterilize. Inspect kit for inclusion of all components. Do not use the catheter if there is any evidence of mechanical damage or leaking. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumens. If sutures are used to secure the catheter, make sure they do not occlude or cut the catheter. Section d: percutaneous technique straighten ¿j ¿ tip of guidewire with tip straightener and insert tapered end of tip straightener into the needle. Tip straightener should not be advanced over the guidewire beyond the guidewire tip. Caution: do not insert guidewire beyond the bevel of the needle while removing straightener from the needle hub in order to prevent guidewire damage or shearing. Remove the tip straightener and advance the guidewire into the superior vena cava. Advance the guidewire as far as appropriate for the procedure. Verify correct positioning radiographically. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. ( expiration date: 02/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during preparation, guidewire was allegedly kinked and not able to be used. Another tray was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. (Expiration date: 02/2023).

Event description:
It was reported during preparation, guidewire was allegedly kinked and not able to be used. Another tray was used to complete the procedure. There was no patient contact.